Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received several inappropriate hv shocks for atrial fibrillation with rapid ventricular response. Patient was asymptomatic. Programming changes were made by the physician. Additional programming changes were recommended. Patient will be scheduled for in-clinic visit for re-assessment.